Manufacturer narrative:
Based on available info, this is a reportable malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the pt to the risk of aspiration of gastric contents and a reduction in ventilation pressure. No lot number was available to assist in the investigation and batch record review. Review of the complaint history record for the past yr revealed one similar complaint. Failure mode on that complaint was confirmed based on the picture received, observed pilot balloon appeared to be cut caused by a pointed or sharp object. An analysis of trending did not show any significant abnormalities. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.

Event description:
Cuff not holding air.